Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial lead exhibited noise over-sensing had caused an inappropriate atrial tachycardia and atrial fibrillation (at/af) detection. No intervention was performed. There were no patient consequences.